Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the screen had damage. The customer reported that the display was unreadable. The customer reported that the insulin pump was bumped. The customer's blood glucose was 12.0 mmo/l at the time of incident. The customer stated that they tried to reinsert the battery but did not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. After battery installation the insulin pump gave a steady white display due to cracked lcd glass. No unexpected rattling while shaking the insulin pump anomaly noted. The insulin pump had minor scratched lcd window, case and keypad overlay.